Event description:
It was reported that during a stenting treatment procedure, a stent migration occurred. The stenosed lesion being treated was located in the severely tortuous proximal left anterior descending (lad) artery. The physician experienced difficulty crossing the lesion with the 2.25x32mm taxus liberte stent. When the physician attempted to "release" the stent, it dislodged from the delivery system. The stent was found in a vessel in the 'upper limbs', expanded. A 2.25x28mm taxus liberte stent was used to complete the procedure. No additional patient complications were reported and the patient's status is stable. Additional information was requested, but not available.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that the 2.25x28mm, severely calcified lesion being treated contained a >45 to <90 degree bend. The lesion was not predilated. No attempt was made to retrieve the stent.